Event description:
During servicing of electrode belt sn (B)(4) which was returned for investigation into a pt's death, a reportable problem was found. The electrode belt failed incoming functionality testing. Investigation into the pt's death revealed a (B)(6) male pt passed away on (B)(6) 2014 in the hospital. The cause of death was cardiac related. A review of the pt's downloaded data revealed that the device properly detected asystole, a non-treatable rhythm. While monitoring the pt's rhythm, no sustained ventricular tachyarrhythmias were detected. There is no evidence to suggest the device caused or contributed to the pt's passing. A review of the pt's flags suggests that the device was fully functional during use. No deficiencies were alleged.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation, the trunk cable had an intermittent open along the front pulse wire. The root cause of the damage cable on the electrode belt could not be positively identified but was likely excessive force applied when removing the device from the pt. There is no evidence to suggest the device caused or contributed to the pt's passing. The death was cardiac related. A review of the pt's flags suggests that the device was fully functional during use.